Event description:
The covidien representative in germany received a report from the customer that stated "the closure of the inner cannula does not close properly - air goes loosen." "Patient was breathed for 24 hours." "A re-intubation was necessary."

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.